Event description:
The customer called in stating that she had previously received a button error alarm on the insulin pump and declined to receive a replacement pump. Customer stated that ever since then, she experienced a drop in blood glucose and believed there was an issue with the insulin pump. Her blood glucose was 35 mg/dl. Customer was advised the device would be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see medwatch report 3004209178-2015-60056 regarding the initial button error alarm issue.